Event description:
It was reported that a malfunction alarm occurred there was no reported impact to customer's blood glucose. The code was resettable, and technical support provided instructions for resetting the pump, assisting the caller in this process. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump, with instructions to reach out again if the issue reoccurred. The caller understood and acknowledged these instructions.